Event description:
Patient experienced ventricular fibrillation during catheter dwell time. Via right femoral artery with seldinger technique and one wall stick, the right femoral artery was entered and a 6 french sheath was placed. A number 4 left selective coronary catheter was advanced to the ascending aorta. The left coronary catheter selectively cannulated. Numerous injections performed with digital filming. This catheter replaced by number 4 right selective coronary catheter. It was advanced to the ascending aorta, the right coronary artery selectively cannulated. Numerous injections performed with just digital filming. Replaced with pigtail catheter. Pressures were recorded and all catheters were removed. Moved on to imaging as well as fractional flow wire. During imaging catheter may have occluded flow due to stenosis. Ventricular tachycardia fibrillation developed requiring cardioversion promptly back to baseline. Physician reported event was due to ischemia from long dwell time - would have occurred with any ivus catheter.